Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device not charging. The customer experienced a seizure and a loss of consciousness, but no further information was provided as the customer refused to provide additional information relating to the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The available tracking and trending reports were reviewed for libre 2 reader and reported complaint for the last year. The review identified a tripped trend for this product line and perception code. This tripped trend was addressed in the tracking and trending review process. At this time the libre reader, cable, and adapter has not yet been returned for this complaint. Since the reader serial number is missing, no device history record (DHR) review is possible. If the product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of the investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device not charging. The customer experienced a seizure and a loss of consciousness, but no further information was provided as the customer refused to provide additional information relating to the reported issue. There was no report of death or permanent impairment associated with this event.